Event description:
A (B)(6) year ole male patient is in (B)(4) post-market registry and underwent deployment of a main body and right and left iliac legs on (B)(6) 2014 for treatment of a 46 mm aaa. The proximal neck was parallel in shape and had complete neck plaque/thrombus. The left iliac artery had no occlusive disease, mild calcification, and mild tortuosity. The left iliac inner diameter at the aortic bifurcation was 11 mm and the inner diameter of the left iliac at the narrowest segment along the intended delivery path was 10 mm. The completion angiogram showed that the devices were patient without evidence of external compression, flow-limiting kinks, thrombus, or endoleaks. Later on the same day, the patient was showing clinical signs indicative of lower extremity ischemia. The left iliac leg was shown to have thrombosis with 100% stenosis and underwent thrombectomy (1820334-2014-00166). On (B)(6) 2014, (one day post-procedure), the patient was showing clinical signs indicative of lower extremity ischemia (1820334-2014-00168). The right iliac leg was shown to have compression with 70% stenosis and was treated with angioplasty.

Manufacturer narrative:
Pt weight: unknown as not provided by reported.(B)(4). Event evaluation: still under investigation.